Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 8591-38, lot# d29218, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that for the last 6 months the patient wanted to have her stimulation settings because it ¿didn¿t come on when she really needed it¿ and she wanted it regulated to help her symptoms more. The patient clarified that she knew it helped but she was not getting the full benefit of it. It was reported that the patient had stimulation in the wrong location. It was clarified that ¿stimulation regulation issue¿ had always been going on, just had a lot of things going on with ¿other problems.¿ it was stated that when she is standing or walking, even sitting, it was ¿never on or sometimes it does and sometimes it doesn't.¿ it was stated that when she went to bed and lay on her right, left, or back, stimulation went on high on both sides. It was noted that she can fall asleep eventually, ¿that part isn¿t bad.¿ it was stated that if her husband made a fast turn in the car, the machine ¿went crazy¿ and started ¿jumping in her stomach, jittery like.¿ the patient mentioned that she had other medical issues that were present prior to the implant that were omitted from this report. It was noted that because the patient was handicapped she had her husband operate the patient programmer and she didn¿t know how to do that. It was noted that the patient wanted a manufacturer¿s representative to attend an appointment with the healthcare professional (hcp). It was reported after the appointment that the healthcare professional was not aware of whether the patient had 50% or greater symptom reduction. It was stated that the cause of the issue was not determined, but reprogramming was performed on (B)(6) 2014. It was stated that the patient status was unknown.